Manufacturer narrative:
Date sent to the FDA: 11/24/2015. Additional information was received that indicates this event does not meet malfunction reporting criteria. This event is therefore not reportable.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent endometrial thermal ablation procedure on (B)(6) 2015. It was also reported that the device would not hold pressure, 18cc of fluid was drawn, only 10cc was retrieved and the balloon did burst. There was no adverse patient consequence reported and another device was used to complete the procedure. Additional information has been requested.